Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the beam was observed to end-fire (forward-fire) at 100,064 joules of used; 80 watts maximum power used and irrigation was reported to have been flowing well. The procedure was completed using a second fiber. There was no pt injury reported.